Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t hemodialysis machine with burn damage to the motherboard and power logic board. The issue was discovered when a fresenius regional equipment specialist (res) was servicing the machine for a bibag temp sensor error. The res reported that a burned capacitor on the motherboard also damaged the power logic board. The res replaced the motherboard and the power logic board to resolve the issue and return the machine to service. Upon follow up with the clinic, it was confirmed that there was no observed burning smell, smoke, spark, flame, or arcing when the issue occurred. It was also confirmed the machine had 1328 hours of use on it, and the burned motherboard and power logic boards were the original parts on the machine. The clinic confirmed the machine had not had any past problems with failing the electrical leakage tests, and confirmed the machine was plugged into a hospital grade gfci outlet. It was confirmed there was no patient involvement. It was confirmed that no parts were available for return to the manufacturer. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an onsite investigation, and found a burned capacitor on the motherboard which had also caused damage to the power logic board. The res replaced the motherboard and power logic board to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.